Event description:
It was reported that the insulin pump alarmed motor error during prime. The customer stated that she placed a reservoir in the insulin pump without the plunger and got insulin in the reservoir compartment. Troubleshooting was performed and the buttons were unresponsive. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic and motor assembly. Further testing was not performed due to the blank display.